Event description:
It was reported that the patient was experiencing no stimulation sensation. The patient lost stim. Sensation on sunday night, after she fell. The patient had return of incontinence since the fall. The patient was in prog #3 at 4.0, she didn't feel stim. Until it was raised to 4.90. The patient had 2 other incidents of similar occurrence in the past. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28 lot# v496047, implanted: 2010 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
After additional review, it was reported with one of the fall incident. The patient went to the healthcare provider office and was told that the device was not working because ¿it had gone off¿. It was noted that the patient had fallen a couple of days before that.